Event description:
Inadequate sensing noted on ttm. Pt brought in for center visit. Over-sensing noted on all settings. Pt scheduled for replacement 5/2/96. A different model by this MFR is on safety alert.